Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted after 35.4 months due to elective replacement indicator (eri). Another guidant crt-d was successfully implanted. There were no adverse patient effects reported.